Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: incisional hernia. According to the reporter: allegedly, the device extruded out of the incision at umbilicus with no infection present. There was a re-operation and implant was not removed.